Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during surgery of accf, the cslp va plate was used and two locking screws were both broken off. All the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Concomitant device reported: unknown cslp va plate (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 4.0mm ti cortex expansionhead screw self-drilling 16mm this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: the received picture confirm the issue as per event description that the screw head broken off; the complaint therefore has been determined to be confirmed. The returned cervical spine expansion head screw 4.0mm were forwarded to the manufacturing side for a investigation as well as an pdc evaluation. The statement below is a summary of their investigation. Manufacturing investigation: two screws broken post production in the head portion returned with (B)(4) . Two screws intact but with the damaged head slot returned with (B)(4). One further screw intact but with the damaged head slot returned with (B)(4). No evidence of visual non conformance manufacturing related. A verification of the DHR showed that a 100% functional check has been performed at final through a force gage testing according to the procedure. All the values reported on the inspection sheet attached to DHR are in specification and no anomalies have been observed. The returned item has been manufactured and then released in february 2019 according to the drawing valid from 21-july 21, 2004. No non conformances or document change have been identified which may be related to the complaint condition. The returned parts were reinspected for all the features still measurable relevant to the complaint condition. The measurable features have been found conforming to manufacturing specifications. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Pdc evaluation: the complaint condition can be confirmed since the screw heads are broken or deformed. During the investigation it was discovered that a similar issue already occurred in 2005 (complaint- no.: (B)(4)). The observed failure of the screw head could be replicated within a functional test performed as part of the investigation in 2005 when screwdriver shaft 1.8 (387.285) was used to insert the affected screw 450.139 instead of the screwdriver shaft 4.0/4.35/4.5 (387.281) which must be used according to the surgical technique. This leads to the conclusion that the operator has very likely used the wrong instrument. In addition, the following important statement can be found in the surgical technique ¿cslp va cervical spine locking plate with variable angle (dsem/spn/0316/0464(1))¿: ¿precautions: ¿¿ keep the screwdriver steady when picking up and inserting the screws and only apply gentle pressure to the screws otherwise the screw head may expand prematurely, thus preventing flush countersinking.¿ therefore, no further actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 450.139, lot: 3l45602, manufacturing site: mezzovico, release to warehouse date: feb 18, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.